Event description:
Surgeon developed dermatitis on wrist and arms believed from cuffs on gown, 32474n. He is being tested with a variety of different gloves and skin prep and is known to be sensitive to alcohol prep solutions. He was prescribed some oral steroids.

Manufacturer narrative:
Based on the lot number provided, no issue was detected during the manufacturing of this code. This lot was manufactured in august 2012. During the product development phase, all materials used for the gown were evaluated for biocompatibility. Only materials that successfully complete this test can be commercialized. This gown body is composed of polypropylene/copolyester and the cuffs are composed of polyester. The cuffs are engineered without dyes or other potentially irritating materials. The tests utilized are designed to predict the safety of the product for the general population of users. Unfortunately, no test or series of tests can guarantee that a particular item will be compatible with all users. In addition, raw material suppliers whose materials are used in the manufacture of these cuffs have been contacted. No changes to the resin, raw materials and processes have been made with the suppliers. No root cause can be identified at this time. Representative samples are being tested at this time and a follow up report will be submitted if required.